Event description:
Customer reported the system appears to take x-rays, but the image disappears. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the customer power supply was unstable. System operates as intended.